Manufacturer narrative:
Further investigation cannot be pursued because there is no lot number and product was not returned.

Event description:
Report received of discrepant inratio value. Event occurred in (B)(6). Patient's therapeutic range not provided. On 02/12/2014 inratio inr = 1.0; dr's result was inr = 4.0 it is unknown what method was used to obtain inr results in physician's office. Only info is that the doctor took blood samples from the patient's arm. Although requested, no additional information was obtained. No reported adverse patient sequela.